Manufacturer narrative:
The meter was returned for investigation and the display showed several cracks due to external force. As a result, the display was completely non-functional. The fracture pattern indicated a user error. Medwtach field d9 and h3 were updated.

Manufacturer narrative:
The patient could not see any visible damage to the housing after dropping the meter. The meter and strips were requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of inaccurate results and a display issue with the coaguchek xs meter. The customer stated the meter had been dropped a couple of times. A display test was performed and the customer stated the results field appeared faded.